Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve into a patient with minimal calcification, the patient¿s annulus perimeter measured 76 millimeter (mm). A 29mm valve was selected to ensure a large effective orifice area (eoa) with 20% oversizing. On the first deployment attempt, when the valve was positioned at 1mm on the non-coronary cusp (ncc), the valve dislodged. On the second deployment attempt, at 80% deployment, the valve was positioned at 3mm on the ncc. After waiting a few minutes, full release was attempted. However, the valve dislodged into the left ventricle, and was therefore recaptured again. It was determined that there was not enough calcium present to firmly fix the valve¿s position. The valve was withdrawn from the patient and a non-medtronic valve was subsequently implanted. No adverse patient effects were reported. Additional information was received indicating that the physician suspected that the valve dislodging into the left ventricle may have been related to the size of the valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.